Manufacturer narrative:
The reported event of difficulty removing the stylet was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the polytetrafluoroethylene (ptfe) coating of the stylet was stripped and bunched with the inner coil at the distal end of the connector pin. The cause of the reported event was isolated to bunching of the stripped stylet, ptfe coating and inner coil. (B)(4) is continuing to monitor this issue.

Event description:
During an implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead resulting in lead damage. The lv lead and stylet were explanted and replaced to resolve the event and the patient was stable.